Manufacturer narrative:
Correction: added code for low r-waves and removed hospitalization and intervention from outcomes attributed to adverse event field as patient has only been evaluated in clinic with no intervention performed or scheduled. New information received was for high impedances.

Event description:
It was reported that this patient was discomfort and pain after pacing from this right ventricular (rv) lead. After evaluation in clinic, it was found that there were high out-of-range pacing impedance measurements, low r-waves, and high capture thresholds. It was noted that the physician suspected that this lead had perforated the heart wall, but that has not been confirmed at this time. No additional adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r waves and high defibrillation thresholds. Patient experienced discomfort and pain. Also, physician suspected that this lead perforated. As of this time, this lead remains in service. No additional adverse patient effects were reported.